Manufacturer narrative:
Additional information: h6, h10 h10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from a y-site. The device was infusing magnesium sulfate. This occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.